Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic colectomy procedure, the arm cart assembly (aca) became blocked and was not functioning. No alarms were displayed. The team removed the instruments from the patient and decided to convert to laparoscopic.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported arm cart assembly. Evaluation of the logs indicated that there were no issues noted for the arm cart assembly. There was an instance of the hybrid cable being removed and then reinserted after seven seconds. There were no other issues or signs with requesting for tele-operation or it being prevented by the system. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed issue was that it is likely that the device was not used as intended, which may have caused or contributed to the reported incident. Replication of the issue can occur due to a loose connection of the hybrid cable. The instructions for use (IFU) states, "do not disconnect or unplug any of the data cables from the system tower, arm carts, or surgeon console whether in normal use or while obtaining immediate access to patient.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic colectomy procedure, the arm cart assembly (aca) became blocked and was not functioning. No alarms were displayed. The team removed the instruments from the patient and decided to convert to laparoscopic.